Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan when compared to a built-in meter result. The customer became hypoglycemic with symptoms of dizziness and feeling sleepy, and was treated with juice by parent. No further information was provided. There was no report of death or permanent injury associated with this event. The customer provided comparison of sensor scan of 233 mg/dl against a built-in meter result of 45 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.